Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 300cc mentor memorygel breast implants and experienced baker grade iii/IV capsular contracture and hematoma on the right side postoperatively. As a result, the patient underwent device removal and replacement with 375cc mentor memorygel breast implants, catalog number 3503754bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019.